Event description:
While assisting with a transfer from a scooter to a shower chair, the lift made an unexpected strange movement causing the pt to slide quickly onto the floor. Everything was in correct order. There were no bruises or complaints from the pt, but was a scary situation.